Manufacturer narrative:
Spacelabs technical support assisted the customer biomed remotely and restarted the receiver which resolved the issue. Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2018 a loss of telemetry monitoring occurred for all patients monitored at the central monitor for approximately 6 minutes. No injury was reported as a result of this event.

Manufacturer narrative:
Spacelabs has conducted an investigation into the cause of this issue. The investigation was unable to conclude what the exact cause of the loss of connection with the telemetry receiver was. However, a receiver card was found to be showing signs of failure during the investigation. This card was replaced. There have been no further complaints reported by this customer regarding their telemetry system. This report is complete and this particular issue is considered closed.